Event description:
This report is filed for bleeding (oozing) at the access site requiring pressure and pressure dressings. It was reported that on (B)(6) 2015, three mitraclip were successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 3+ to 2+. That same day, blood oozing was noted at the neck, wrist, and groin puncture sites. Direct pressure was applied and pressure dressing was placed. On (B)(6) 2015, the patient experience hypokalemia and medication was provided. The bleeding resolved without sequela and the patient was discharged home that day in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report filed, the additional information was obtained: reportedly, according to the physician, the patient was provided a large amount of heparin during the procedure which may have contributed to the post procedure bleeding. On (B)(6) 2015, the patient also experienced visual changes. Per study physician, the vision changes were a worsening of a pre-existing condition, not serious, there was no treatment provided, no evidence of thrombus or embolus, and the implanted clips remained stable. The events resolved without sequela.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore failure of analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the device. The reported patient effect of hemorrhage as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported patient effect of hemorrhage appears to be related to patient and procedural conditions and not a product quality issue. A definitive cause for the reported visual disturbances, however, cannot be determined. It should be noted that the patient has a history of visual disturbances. Although a conclusive cause for the reported patient effect of visual disturbance, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.